Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances greater than 125 ohms. Subsequently, the patient underwent a revision procedure where the right ventricular (rv) lead and ICD were explanted and replaced. There were no additional adverse effects.